Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Lot numbers (quantity) and device manufacturer date: 120113 (3) - 01/13/2012; 101011 (1) - 10/11/2010; 101119 (1) - 11/19/2010; 120221 (4) - 02/21/2012; not provided (3). The complaint breathing circuits are not expected to be returned to the manufacturer for investigation. Our analysis is accordinly based on our knowledge of the product. Based on other complaints of this nature that we have received, when the heater wire adaptor cannot be fully connected to the heater wire socket in the heated inspiratory tube of the rt226, we usually find that one or both of the inspiratory heater wire pins are bent or split. This prevents the adaptor from connecting to the heater wire socket. A lot check has reaveled no other complaints of this nature for the lot numbers provided above for this product. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Event description:
Our distributor in (B)(6) reported that various hospitals had found that the heater wire pins of the inspiratory breathing tube were damaged on the rt226 infant low flow breathing circuits. This was found prior to patient use.